Event description:
Health care professional (hcp) caring for pt reports switching last bag to heater line spike while troubleshooting an alarm situation during apd treatment. Health care professional was advised to discontinue treatment at that time and set up new supplies. Pt's primary health care professional reports no pt injury or medical intervention as a result of incident.